Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system displayed an alert for right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended due to low evoked response and fusion beats. Technical services (ts) reviewed device data and determined the raat test failed to measure the threshold. Additionally, there was functional loss of capture of right ventricular pace. Ts also discussed that raat alert was triggered after 4 consecutive days of unsuccessful raat. Ts recommended in office evaluation of ra lead to determine if trend is appropriate. This cardiac resynchronization therapy defibrillator (crt-d) remains in service and there was no adverse patient effects reported.